Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): no infusion.

Manufacturer narrative:
This report has been identified as b braun (B)(4) internal report(B)(4). The device is currently shipping from (B)(4) to b braun (B)(4) for investigation. A f/u report will be provided after the inspection results are available.